Manufacturer narrative:
Product code - the product code was reported to be either 2j8002 or 2j8003. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter in an unspecified number of intravia empty containers. The reporter described the particulate matter as ¿strands¿. The bag had been filled with pediatric tpn (total parenteral nutrition) with amino acid injection and dextrose 20% solution. This was noted before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.